Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows: screw went through the hole. The patient had a distal radius fracture (open reduction internal fixation). The surgeon inserted the va screw with the guiding block in the normal procedure. The screw went through in the hole in the first line of radius plate. The screwdriver was rotated without any resistance, so the surgeon felt something strange and watched it, he found the screw went through the hole. Since having passed through the hole of a plate , the insertion operation was not continued. Removal was tried, but the screw just spun and could not be removed. This is report 1 of 1 for (B)(4).